Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the pocket site. Symptom of oozing at pocket site was noted. It was believed that the infection was not device or procedure related and the cause was unknown. The patient was placed on antibiotics and underwent an explant procedure.